Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon faced an issue with a fenestrated bipolar forceps instrument. The customer stated that a jaw was broken and fell inside the patient. They also stated that or staff retrieved the fallen fragment and that the surgery had resumed. The procedure continued as planned. There was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the reporter and obtained the following information: the fragment(s) was/were retrieved with celio forceps. The fragments visible to eye were retrieved and according to the practitioner, all fragments were retrieved. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound was performed to check for remaining fragments. The surgeon believes the defective instrument caused the instrument to break or caused the fragment falling issue. The fenestrated bipolar forceps instrument was used for the first time and was inspected prior to use. No damage was noted before the intervention. The surgical task was being performed when the device fragment fell inside the patient was coagulation of the uterine artery. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure before the event. The fenestrated bipolar forceps instrument did not collide with any other instruments or other hard material during the surgical procedure and the fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The fenestrated bipolar forceps instrument was not removed during the procedure before the event. The surgical staff did not fell any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula or any other damage to the instrument after the event occurred. There was no injury to the patient. At the time, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fenestrated bipolar forceps instrument is available for return to isi for evaluation. No video recording of the procedure is available for review. The procedure was completed with a back-up instrument of the same type.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the provided image was performed by a failure analysis engineer. The following additional information was provided: it appears that the instrument has experienced a broken grip. A review of the device logs for the fenestrated bipolar forceps (part# 420110-12 / lot/serial# n10210802954) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 via system rsh0237. There were 9 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.208" x 0.574" was found to be broken off. The broken piece was returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h10/h11 for follow-up information.